Event description:
It was reported that the patient¿s device was set on program 4 at 0.6v with the lightning bolt. The patient wanted to increase the stimulation and went up to 0.80v and they were feeling something but not feeling it yet. It was noted that they increased to 1.0v and the patient wanted the stimulation to stay at this setting. The patient wanted to rise up the stimulation because last night and this morning the pee just came out and it didn¿t alert the patient that they had to go to the bathroom. The stimulation was comfortable for the patient when sitting or standing. It was reported over a month later the event was due to the patient¿s implant being off. The stimulator was turned on at their appointment and felt stimulation. The patient was reeducated on how to use the programmer and on how to see if the stimulator was on or off. The patient outcome was unknown. Additional information received reports the patient was still having frequent urination since implant. Patient programmer will not sync this started the day of reported event. The caller wants to know how to set up the neurostimulator. It was not working. The caller checked the device and it communicated with the programmer. The ins (stimulator) was turned on, program 3 at .7. The patient was still having frequent urination since implant. The patient has had 4 appointments for reprogramming. The caller increased the stimulation and the patient felt an uncomfortable shocking sensation. She decreased the stimulation and will call the doctor and consider changing programs.

Manufacturer narrative:
A good faith effort for follow-up was completed. The ipg remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the ipg. The event was reviewed for existing investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and event applies to known event trend adverse change in voiding function - bladder because it was reported the patient did not get an alert when they had to pee last night and the pee just came out. Reviewed for escalation to ncet and escalation was not required. The investigation of the ipg is inconclusive because the cause of the event is unknown and the outcome was not reported. Event is included in monitoring for known inherent risks as disclosed in product labeling. Concomitant medical products: product ID 3037, product type: programmer, patient; product ID 3037, product type: programmer, patient; product ID 3889-28, lot# va0d0d7, implanted: (B)(6) 2014, product type: lead. (B)(4).